Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The product investigation was completed. Device evaluation details: the device was received at a repair site, then the device was sent to the manufacturer for evaluation. Work order service report was sent to johnson & johnson medtech for analysis. The bubble sensor failure was confirmed (error f7, the device cannot detect bubbles). Part was repaired by the manufacturer to make the system operational. A device history record evaluation was performed for the ft23420026 finished device, and no internal actions related to the reported complaint condition were identified. As part of the quality process, the devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a ngen pump, EU configuration and post procedure the bwi product analysis lab that a bubble sensor failure was confirmed and that the device could not detect bubbles. During the procedure, the ngen pump always showed bubble alert with an error exclamation mark. The pump would then freeze. No further details were provided regarding troubleshooting of the issue or completion of the procedure. No patient consequences were reported.